Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the u.s.. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.0/1.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 22020 the lens was explanted due to excessive vault. This explant resolved the problem.

Manufacturer narrative:
Additioanal information: h3-device evaluation: lens returned in a microcentrifuge vial;dry. Visual inspection found optic split and haptic broken. Unable to perform dimensional inspection due to lens returned split. (B)(4).